Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause and treatment were not reported. At the time of this report, the patient had recovered from the event. Extraneal and physioneal therapies were ongoing. Additional information is not available.